Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (will power on monitor) was due to the battery pack cells being discharged. The root cause of the discharged cells could not be positively identified. There was no adverse event that resulted from the damaged battery.